Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "broken luer lock" was not confirmed; however, the tubing was found broken off at the location of the luer lock. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter that one (1) ce intermate sv 200 device was discovered with a broken luer lock before use. According to the customer, the device was prepared for and then transported to the patient. Upon receipt of the sample, the luer lock was found broken off. There is no report of patient injury or medical intervention. No further information is available at this time.